Event description:
It was reported that during a routine equipment evaluation conducted at the suer facility by a manufacturer service technician, the device heated up and ran on its own. This event did not occur during a surgical procedure, so there was no pt involvement. No adverse consequences were alleged with this event.

Manufacturer narrative:
The device has yet to be received by the manufacturer. A follow up report will be filed once the product evaluation has been completed.